Event description:
It was reported that an ilet user experienced persistent elevated blood glucose readings reaching approximately 250 mg/dl multiple times per day, particularly after meals, despite adjusting target and weight settings, raising concern for device performance or insulin delivery. Symptoms included hyperglycemia. Outcomes included no reported hospitalization, medical intervention, or injury. Investigation included customer support triage and troubleshooting education with advice to contact customer care by phone for therapy-related support. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device alarms were reported. It was concluded that a definitive device-related malfunction could not be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.